Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches. Retain sample inspection form documented the retain evaluation performed on 19aug2019. An evaluation of the complaint.

Event description:
Event verbatim [preferred term] it looked like it was bleeding/with her back [haemorrhage] , it has been burnt/with her back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer (self and spouse). A 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w81909, expiration date 31jul2021, via an unspecified route of administration from an unspecified date at an unspecified dose as back was hurting. Regarding complete name of the product the reporter stated, "thermacare heatwrap new better fit for more targeted relief patented heat cells for deep penetrating heat, avoid back pain therapy." There was no relevant medical history or concomitant medications. She purchased a box of thermacare lower back & hip heat wraps about two weeks ago, and the heat wraps did not heat up. She purchased another box of thermacare lower back & hip, and those heat wraps did not heat up either. She threw the box of heat wraps that she bought two weeks ago that did not heat up away. Also reported, that the heat left thermacare wrap after about 2 hours on an unknown date. Caller stated they use a lot of the thermacare heatwraps, and that she buys them in large quantities. The last two heatwraps were hard and she couldn't put them on. Also reported that some of the heatwraps have the thermacare name on them and some doesn't have it. She stated that the two that were hard didn't have the thermacare name on them. Date of onset of ae provided as "3 weeks ago and product stopped date yesterday." Caller tried both wraps from one box that she discarded. No upc, UDI, lot number, or expiration date to provide from this first box. She tried one wrap from the second box. Caller has one wrap left from second box that she would be willing to return. Packaging sealed and intact with, no dents, no nothing on boxes. The bar code 30573301002 and unspecified number paa093645 provided. Reporter stated his wife bought some of these thermal wraps over the counter and while went to work on (B)(6) 2019, and she asked him what was going wrong on with her back, there was a piece of like gel stuck to her back and when he took it off it looked like it was bleeding and it had been burnt. They put some neosporin (treatment) on it. Reporter stated it was not that serious that needed lab work. They just discovered it and he told her not to put another one on and he read that you are supposed to wait a week after an occurrence like that. The action taken was permanently withdrawn on an unknown date. The clinical outcome of the event was unknown. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches. Retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request, for investigation received at the site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Reasonably suggest device malfunction: yes. Severity of harm was s3. Summary of investigation: based on the complaint narrative, the patient sustained a burn injury with product use. Review of complaint description concludes there is no device malfunction. Follow-up ( (B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): new information received from product quality complaints group included: updated trade name and investigation results. Follow-up ((B)(6) 2019): new information received from the product quality complaint group includes severity assessment. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): new information received from the product quality complaint group includes: summary of investigation, product complaints (last two heatwraps were hard and couldn't put them on, some of the heatwraps have the thermacare name on them and some doesn't have it, heat left thermacare wrap after about 2 hours, heat wraps did not heat up), action taken, bar code 30573301002 and unspecified number paa093645. Company clinical evaluation comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches.form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. An evaluation of the

Event description:
Event verbatim [preferred term] it looked like it was bleeding/with her back [haemorrhage] , it has been burnt/with her back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w81909, expiration date jul2021, via an unspecified route of administration from an unspecified date at an unspecified dose as back was hurting. There was no relevant medical history or concomitant medications. Reporter stated his wife bought some of these thermal wraps over the counter and while went to work last night ((B)(6) 2019), she asked him what was going wrong going on with her back, there was a piece of like gel stuck to her back and when he took it off it looked like it was bleeding and it had been burnt. They put some neosporin (treatment) on it. Reporter stated it was not that serious that needed lab work. They just discovered it and he told her not to put another one on and he read that you are supposed to wait a week after an occurrence like that. Regarding complete name of the product the reporter stated, "thermacare heatwrap new better fit for more targeted relief patented heat cells for deep penetrating heat, avoid back pain therapy." The action taken for the product and events outcome was unknown. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches.form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request, for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. According to the product quality complaint group: severity of harm was s3. Follow-up (06jun2019): follow-up attempts are completed. No further information is expected. Follow-up (20aug2019): new information received from product quality complaints group included: updated trade name and investigation results. Follow-up (23aug209): new information received from the product quality complaint group includes severity assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
It looked like it was bleeding/with her back [haemorrhage], it has been burnt/with her back [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number w81909, expiration date jul2021, via an unspecified route of administration from an unspecified date at an unspecified dose as back was hurting. There was no relevant medical history or concomitant medications. Reporter stated his wife bought some of these thermal wraps over the counter and while went to work last night (B)(6) 2019, she asked him what was going wrong going on with her back, there was a piece of like gel stuck to her back and when he took it off it looked like it was bleeding and it has been burnt. They put some (B)(6) (treatment) on it. Reporter stated it was not that serious that needed lab work. They just discovered it and he told her not to put another one on and he read that you are supposed to wait a week after an occurrence like that. Regarding complete name of the product the reporter stated, "thermacare heatwrap new better fit for more targeted relief patented heat cells for deep penetrating heat, avoid back pain therapy." The action taken for the product and events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] it looked like it was bleeding/with her back [haemorrhage] , it has been burnt/with her back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 60-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number w81909, expiration date jul2021, via an unspecified route of administration from an unspecified date at an unspecified dose as back was hurting. There was no relevant medical history or concomitant medications. Reporter stated his wife bought some of these thermal wraps over the counter and while went to work last night (09may2019), she asked him what was going wrong going on with her back, there was a piece of like gel stuck to her back and when he took it off it looked like it was bleeding and it has been burnt. They put some neosporin (treatment) on it. Reporter stated it was not that serious that needed lab work. They just discovered it and he told her not to put another one on and he read that you are supposed to wait a week after an occurrence like that. Regarding complete name of the product the reporter stated, "thermacare heatwrap new better fit for more targeted relief patented heat cells for deep penetrating heat, avoid back pain therapy." The action taken for the product and events outcome was unknown. According to product quality complaint group: conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches.form-46455 retain sample inspection form documented the retain evaluation performed on 19aug2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request, for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch.follow-up (06jun2019): follow-up attempts are completed. No further information is expected.follow-up (20aug2019): new information received from product quality complaints group included: updated trade name and investigation results.company clinical evaluation comment:based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of haemorrhage and thermal burn as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non assignable (complaint not confirmed). Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Evaluation of the consumer's return sample did not provide any additional information as to why the wrap would cause a burn; the alleged defective wrap worn by consumer was not returned. After a reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Batch w81909 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-28881, effective: 08jun2017. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. The visual inspection of retain samples included one carton, two pouched wraps inside. Inspection shows no obvious defects to carton or pouches.form-46455 retain sample inspection form documented the retain evaluation performed on 19aug2019. An evaluation of the